Event description:
It was reported that wound dehiscence occurred. Implant site was assessed and subsequently treated with antibiotics. Implantable cardioverter defibrillator (ICD) system remains implanted, in use. The patient was a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).